Event description:
It was reported that a malfunction occurred on the pump, specifically with malfunction code 16. There was no adverse impact to the customer's blood glucose level. Customer support (cts) facilitated the completion of an online form on behalf of the customer and decided to replace the malfunctioning pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.